Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient was re-hospitalized due to a device malfunction. The date of admission was (B)(6) 2016 and the discharge date was (B)(6) 2016. The action performed was to adjust the vad speed.

Manufacturer narrative:
The hvad pump ((B)(4)) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Log file analysis for the available data up to (B)(6) 2016 revealed twelve (12) suction alarms were recorded since (B)(6) 2016. Pump parameters were within the normal operating range for analyzed time frame. Per the event details, the vad speed was adjusted. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the suction alarms can be attributed to the incorrect setting of the pump's rotational speed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.